Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer stated that he had high blood glucose all week this week and does not feel pump is working. Customer declined to troubleshoot for high blood glucose. Customer already changes sets multiple times. Customer stated that he wants a replacement pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.